Manufacturer narrative:
Other applicable components are: product ID 97740 lot# serial# (B)(4) implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the battery was taking too long to be recharged. The patient already seated for 4 hours to charge it, but the charger was not bringing the battery up. The portable device was also not working as the patient can¿t control the device remotely. No patient symptoms were reported. No further complications were reported or anticipated.